Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during investigation, the display lens was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens. This report is made based on results of investigation completed on 02-feb-2018.